Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was over 600mg/dl and a correction bolus was delivered to address the bg level. The customer successfully cleared the alarm and resumed insulin deliveries without changing any pump supplies. A system check was performed after the occlusion alarm had been resolved and the pump performed as intended. The customer was to continue using the current supplies until their next scheduled supply change.